Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned guide wire and the reported difficulty to advance and remove were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents and/or complaints reported for this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance and difficult to remove the guide wire from the cardiomems device appear to be related to operational circumstances of the procedure. It is likely that the cardiomems device was damaged resulting in the difficulty to advance the ht command guide wire. Manipulation against resistance likely resulted in the noted polymer damages locking the two devices in place and the difficulty to remove. The noted bends on the core likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
It was reported that during a procedure to implant a cardiomems device, a steelcore 18 lt guide wire faced resistance with the other device during advancement. The guide wire was replaced by a command 18 lt guide wire, but the device could not be advanced or removed with this guide wire. Another cardiomems device and an unspecified steelcore guide wire were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.